Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was being inspected on (B)(6) 2015 after a calibration was performed. According to the complainant, during inspection, the gauge of the inflator device was reading 5 psi when at rest. No visible marks or traces were noted to the gauge. There were no damages noted on the gauge cover. There was no patient or procedure involved.

Manufacturer narrative:
Reported event of incorrect gauge measurement. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.